Event description:
As reported, during balloon preparation of a 16mm x 4cm maxi ld percutaneous transluminal angioplasty (pta) balloon catheter, a continuous return of air was noted. An inflation test was subsequently performed, which showed an air leak at the catheter-to-connector interface. There were no reported injuries to the patient. The device will not be returned for evaluation.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: b4, b5, d4, g3, g6, h1, h2, h3, h6, and h11. Complaint conclusion: as reported, during balloon preparation of a 16mm x 4cm maxi ld percutaneous transluminal angioplasty (pta) balloon catheter, a continuous return of air was noted. An inflation test was subsequently performed, which showed an air leak at the catheter-to-connector interface. There were no reported injuries to the patient. Additional information was requested but was not provided. The product was not returned for analysis. A review of the manufacturing documentation associated with lot 82306387 presented no issues during the manufacturing process that can be related to the reported event. Based on the limited information provided, it is not possible to draw a conclusion about a clinical relationship between the device and the event. Without the return of the device for analysis, the reported customer complaint "balloon-leakage-during negative prep" could not be confirmed. With the limited information provided, without the return of the device, and with no procedural films, the cause of the reported event could not be determined. It is possible that factors related to the handling may have contributed to the reported event. The IFU also cautions, ¿prior to angioplasty, the catheter should be examined to verify functionality and ensure that its size and shape are suitable for the specific procedure for which it is to be used. The catheter system should be used only by physicians trained in the performance of arteriography and who have received appropriate training in percutaneous transluminal angioplasty.¿ the IFU also instructs during preparation, ¿looking proximal to distal, manually refold the deflated balloon clockwise around the catheter. Without twisting, slide the forming tube back over the balloon to ensure minimum profile.¿ as per the instructions for use (IFU) it is important that the balloon not be inflated beyond the rated burst pressure. The IFU instruct to advance the catheter across the lesion with fluoroscopic guidance using accepted percutaneous transluminal angioplasty technique and inflate the balloon to the appropriate pressure. It cautions to not inflate the balloon or advance the catheter unless the guidewires in place. If resistance is felt upon removal, then the balloon and the sheath should be removed together as a unit under fluoroscopic guidance, particularly if balloon rupture or leakage is known or suspected. Based on the device history record review, there is no indication that the event is related to the device design or manufacturing process. Therefore, no preventative or corrective actions will be taken at this time.

Event description:
As reported, during balloon preparation of a 16mm x 4cm maxi ld percutaneous transluminal angioplasty (pta) balloon catheter, a continuous return of air was noted. An inflation test was subsequently performed, which showed an air leak at the catheter-to-connector interface. There were no reported injuries to the patient. Additional information was requested but was not provided. The device will not be returned for evaluation.